Manufacturer narrative:
Reported event: when burring during bone prep the burr/hd long sounded like it was struggling to spin. Surgical delay yes - =15 minutes. Case type: pka. The burr itself didn¿t fall out.... The entire burr assembly(burr, hd long, anspach) was backing out of the end effector while burring. Dr cornelius stopped loosened the nut on the end effector put the depth gauge on and positioned the burr assembly again hand tightened the nut then used the wrench to turn another quarter turn per the standard procedures. We had to repeat this a second time before bone prep was completed. Once we were finished with the robot I pulled up on the back of the end effector which usually allows the burr to be pulled loose. The burr would not come out so I loosened the nut on the end effector and as I was sliding the anspach out of the end effector the hd long separated into two pieces which I entered a separate complaint on that to have both parts replaced. Upon inspection it appeared that the mechanism on the end effector, where you can pull up on the back to release the burr, was not able to close back to the normal position. I believe that was the issue with the anspach backing out of the end effector but due to the hd long breaking into two pieces it may have been a combination of both. Hopefully that describes the scenario more clearly. Device evaluation and results: visual inspection. No observation of damage or handling issues with the attachment. Scratches on the exterior of the attachment are normal when used with the end effector. Dimensional inspection: not performed as the anspach hd long attachment is an OEM product. Material analysis: not performed as this device is an OEM product. Functional inspection: the attachment was connected to an anspach motor and pka end effector. A burr was connected and operated at 80000rpm. The attachment exhibited a loud high pitch sound synonymous with bearing failure. Device history review: device history records was not performed as the device is an OEM product. Complaint history review: a review of complaints in trackwise related to p/n 110920 or long-hd, s/n (B)(4), shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode of nonfunctional due to the separate components was not confirmed. During functional inspection, excessive noise from the attachment was confirmed. The anspach hd long attachment has a shorter life expectancy than the anspach motor and is expected to be replaced once worn. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
When burring during bone prep the burr/hd long sounded like it was struggling to spin. Surgical delay yes - =15 minutes. Case type: pka. The burr itself didn¿t fall out.... The entire burr assembly(burr, hd long, anspach) was backing out of the end effector while burring. Dr cornelius stopped loosened the nut on the end effector put the depth gauge on and positioned the burr assembly again hand tightened the nut then used the wrench to turn another quarter turn per the standard procedures. We had to repeat this a second time before bone prep was completed. Once we were finished with the robot I pulled up on the back of the end effector which usually allows the burr to be pulled loose. The burr would not come out so I loosened the nut on the end effector and as I was sliding the anspach out of the end effector the hd long separated into two pieces which I entered a separate complaint on that to have both parts replaced. Upon inspection it appeared that the mechanism on the end effector, where you can pull up on the back to release the burr, was not able to close back to the normal position. I believe that was the issue with the anspach backing out of the end effector but due to the hd long breaking into two pieces it may have been a combination of both. Hopefully that describes the scenario more clearly.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
When burring during bone prep the burr/hd long sounded like it was struggling to spin. Surgical delay yes - =15 minutes. Case type: pka. The burr itself didn¿t fall out.... The entire burr assembly(burr, hd long, anspach) was backing out of the end effector while burring. Dr cornelius stopped loosened the nut on the end effector put the depth gauge on and positioned the burr assembly again hand tightened the nut then used the wrench to turn another quarter turn per the standard procedures. We had to repeat this a second time before bone prep was completed. Once we were finished with the robot I pulled up on the back of the end effector which usually allows the burr to be pulled loose. The burr would not come out so I loosened the nut on the end effector and as I was sliding the anspach out of the end effector the hd long separated into two pieces which I entered a separate complaint on that to have both parts replaced. Upon inspection it appeared that the mechanism on the end effector, where you can pull up on the back to release the burr, was not able to close back to the normal position. I believe that was the issue with the anspach backing out of the end effector but due to the hd long breaking into two pieces it may have been a combination of both. Hopefully that describes the scenario more clearly.